Event description:
It was reported that the patient with this artificial urinary sphincter (aus) develop an infection and the device exhibited a leakage. A surgical procedure was performed to remove the aus. No additional patient complications were reported.

Manufacturer narrative:
Correction to field b1: outcomes attrib to adv event, b5: describe event or problem, h6: patient codes and device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected and leaked. Visual inspection identified a hole consistent with material fatigue, and the tubing exhibited wear down to the filament. The balloon was also observed to be non-spherical. Leak testing confirmed the presence of a leak associated with a tear at the adapter, consistent with fatigue related wear. The cuff was subjected to visual inspection and leak testing. Visual inspection identified that the cuff tab had been cut with a sharp instrument, and wear was observed on the outer surface at a fold. The cuff met the acceptance criteria for leak testing. The pump was visually inspected and underwent leak and functional testing. Visual inspection identified wear on the pump kink resistant tubing (krt) tubing consistent with filament fatigue. The pump met the acceptance criteria for both leak and functional testing. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of infection was found to be listed in the IFU. A risk review was completed and confirmed that the events of "infection", "normal device function leads to silicone fatigue and loss of system fluid", and "device has a fluid leak" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information and analysis results, the balloon leak, consistent with material fatigue, could have caused or contributed to the reported clinical observation of device fluid leak. Therefore, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter (aus) was removed due to a possible infection or urinary incontinence. No additional patient complications were reported.